Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the upper abdomen, mid abdomen, and lower abdomen using a cooladvantage plus, cooladvantage, and cooladvantage petite applicator. About a month following the last treatment, the mid abdomen treated area developed firmness with visible enlargement. The lower abdomen treatment area developed an indentation. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the mid abdomen.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the upper abdomen, mid abdomen, and lower abdomen using a cooladvantage plus, cooladvantage, and cooladvantage petite applicator. About a month following the last treatment, the mid abdomen treated area developed firmness with visible enlargement. The lower abdomen treatment area developed an indentation. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the mid abdomen.